Event description:
It was reported that the insertable cardiac monitor was contaminated.

Manufacturer narrative:
The reported event of contamination of device ingredient or reagent was not confirmed. The device was returned for analysis. Electrical and longevity analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.